Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.